Event description:
Event date is unknown. In 2008, boston scientific corp was informed that while unpacking the resolution clip device, it was noted that the clip was opened. The product was not used in the procedure.

Manufacturer narrative:
.